Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regq2362 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that stylet of catheter was bent/ broke off. Clinician inserted PICC through introducer. PICC was met with resistance, so the clinician withdrew the entire PICC from the patient. Upon inspecting the PICC, the stylet was out beyond the tip of the catheter and appeared to be bent. The clinician touched the tip of the stylet and the tip of the stylet broke off. This happened outside of the patient. There was no foreign object left within the patient. The clinician opened up a new kit and successfully placed the PICC.

Event description:
It was reported by the customer that stylet of catheter was bent/ broke off. Clinician inserted PICC through introducer. PICC was met with resistance, so the clinician withdrew the entire PICC from the patient. Upon inspecting the PICC, the stylet was out beyond the tip of the catheter and appeared to be bent. The clinician touched the tip of the stylet and the tip of the stylet broke off. This happened outside of the patient. There was no foreign object left within the patient. The clinician opened up a new kit and successfully placed the PICC

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet and one 4 fr dual lumen powerpicc provena catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The returned stylet was observed to be broken into two pieces approximately 3.1 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment and many bends were observed in the distal end of the stylet. A microscopic observation revealed the break sites were somewhat uneven with a rough surface texture and plastic deformation. Some slight tapering and delamination were observed at the break sites. The core wire of the stylet at the break site was observed to be tapered and curved slightly. The bends in the distal end of the stylet were observed to be between nearly all of the magnet interfaces. The observed fracture features were indicative of severe and/or repetitive stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.